Event description:
This report summarizes 9 malfunction events, where it was reported the clinician was not alerted/aware of a possible patient fall condition. There were 9 events with patient involvement; 1 patient experienced a fall.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the clinician was not alerted/aware of a possible patient fall condition. There were 9 events with patient involvement; 1 patient experienced a fall.

Manufacturer narrative:
The final 9 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.